Event description:
It was reported in a service report that the fowler wouldn't go down. It was also reported that there was no patient involvement and there were no adverse consequences associated with the reported issue.